Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine follow up this device had triggered safety mode. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that during a routine follow up this device had triggered safety mode. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up this device had triggered safety mode. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up this device had triggered safety mode. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide the explant date.

Event description:
It was reported that during a routine follow up this device had triggered safety mode. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.